Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An event involving a microclave was reported in which a nurse disconnected medication from the port and attempted to place the orange cap. During this process, the tubing separated from the lower portion of the medication port, resulting in a break in the line between the central venous catheter (cvc) and the infusions. This break in line resulted in loss of infusion. There was patient involvement and a delay in therapy.